Event description:
A simplygo device was returned to a third-party service center with a complaint of device working intermittently. During the evaluation of the device at the third-party service center, the device was visually inspected and identified evidence of a thermal event, as the main pca was burnt. Additionally, the pca needs to be replaced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further.